Event description:
This spontaneous case was reported by an other and describes the occurrence of bladder perforation ("urethra and bladder were perforated") and urethral perforation ("urethra and bladder were perforated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced bladder perforation (seriousness criterion medically significant) and urethral perforation (seriousness criterion medically significant). At the time of the report, the bladder perforation and urethral perforation outcome was unknown. The reporter considered bladder perforation and urethral perforation to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.